Event description:
Reportedly, as the cs x-ray tube ceiling suspension was being moved into a latched position, the front cover detached from the ceiling suspension and fell on a radiology/x-ray student. Reportedly, the student was not injured.